Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Note: the date of event is unk. It was reported to boston scientific corp that a rotatable snare was planned for use in an endoscopic mucosal resection procedure. According to the complainant, when the snare was removed from the package during preparation, the cautery plug of the snare detached. Another rotatable snare was used to complete the procedure. There were no pt complications as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.